Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred and air flowed back into the side port. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was defective, and air was found in the sheath after pulling out the catheter. It is unknown how the issue was resolved. No air entered the patient¿s body. No visible breakage nor separation of the hemostatic valve was reported. There was no patient consequence. Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and a cool flow pump of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, flow and pressure test were performed, in accordance with bwi procedures and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 26-jun-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that field g 1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: date of event was reported as unknown. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred and air flowed back into the side port. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was defective, and air was found in the sheath after pulling out the catheter. It is unknown how the issue was resolved. No air entered the patient¿s body. No visible breakage nor separation of the hemostatic valve was reported. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, although no actual separation of the valve was reported, this event will be conservatively reported for a ¿hemostatic valve separation¿ given the air observed which was most likely caused by a malfunctioning/dislodged valve. Should more information become available, it will be reviewed and processed accordingly.